Event description:
At 2 years and 9 months from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the insert (from 10 mm to 12 mm) the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 march 2024: lot 2011120: (B)(4) items manufactured and released on 15-dec-2020. Expiration date: 2025-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.